Event description:
A trilogy evo, japan ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy evo, japan device at the manufacturer's service center, the unit failed internal flow verification for final test. The device's machine flow sensor was replaced to address the issue. Additionally, the device's blower assembly was replaced due to contamination. The vanity cover assembly was replaced due to cosmetic scratches observed. Periodic maintenance 2 was performed. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.